Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The handle of the dilator ripped off while it was still in the patient. The rip occurred outside the patient. This made it very difficult to get the dilator that was inside the patient. The procedure was completed with the complaint device as they had already gained access before the difficulty occurred. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, documentation, specifications, quality control and visual inspection of the returned device was conducted during the investigation. Visual inspection of the returned product confirms fitting separation. Shaft material is still present within the hub. Therefore it is more probable this failure mode is contributed to material failure of the ptwt than the hub-shaft bond. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Therefore it is more probable this failure mode is contributed to material failure of the ptwt than the hub-shaft bond. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
The handle of the dilator ripped off while it was still in the patient. The rip occurred outside the patient. This made it very difficult to get the dilator that was inside the patient. The procedure was completed with the complaint device as they had already gained access before the difficulty occurred. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.